Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.27¿ from the base and the broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. Failure analysis found the secondary failure of mechanical indentations/burrs to be related to the customer reported complaint. The instrument was found to have blade damage; a mechanical indentation was observed on the instrument's blade. Review of the provided image was consistent with the harmonic ace instrument tips being damaged/broken.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the tip of the harmonic ace instrument was damaged and fell out of the body cavity when the instrument was removed for inspection. The procedure was completed as planned with no reported injury.